Manufacturer narrative:
The implicated product is a port with attachable 8.0 fr. Catheter. The product received for evaluation is a port. A small number of needle puncture sites are visible in the septum. One needle puncture site is highilighted with a blood track through the silicone septum. A lot history review reveals no related mfg issues and no other complaints for this lot. Gross visual exam is remarkable only for the trail of blood leading through the port septum. This may indicate the use of a standard hypodermic needle rather than a non-coring huber needle. A white colored medicinal residue and unclotted blood is visualized within the port chamber. Port patency is established by flushing and aspirating water with a 12cc syringe armed with a 22 ga. Non-coring needle. Microscopic exam between 5x and 25x reveals only superficial scratches to the upper portion of the port suggesting access difficulty and serrated hemostat-like impressions in the interior over-mold. The complaint of an impurity in the port resulting in a fever is unconfirmed. No defect or malfunction could be found or replicated. The product instructions for use lists intolerance reaction to an implanted device and port-related sepsis as possible complications of a cv device. The use and maintenance manual for the device warns that only non-coring needles should be used with any implanted port to avoid damage to the septum. Standard needles can introduce a cored piece of the septum into the port reservoir. This may be the impurity the physician noticed inside the port reservoir.

Event description:
It was reported that after port implantation, the pt developed a fever. Antibiotics were administered to the pt, but the fever did not come down. The physician then removed the port, and the pt's fever then subsided. After the port was removed, the physician reported seeing an impurity inside the port reservoir.